Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. No device malfunction suspected. No further information had been obtained.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. No device malfunction suspected. No further information had been obtained. Additional information was received that the patient ipg was no longer working as intended. The patient was doing well postoperatively. The explanted device was discarded.